Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received stuck button alarm and trace pointers invalid error. The customer's blood glucose level was 293 mg/dl. The customer was not able to clear the pump error alarm as the buttons were not responding. The customer was assisted in troubleshooting for stuck button alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify pump error 68 due to unresponsive buttons.